Event description:
The customer reported a burning smell and smoke coming from their express 2 unit.

Manufacturer narrative:
There are no reports of exposure or injury to the operator or any impact on centrifuged samples. The fire department was not called. The unit was returned for further evaluation. An inspection of the statspin express 4 unit identified a burned pcb which may have been responsible for the burning smell and smoke the customer reported.